Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced, and the leads were capped and remain in the patient. New leads were implanted for the right ventricular (rv) lead and right atrial (ra) lead. No further patient complications have been reported as a result of this event.